Manufacturer narrative:
Medical review could neither establish or rule out a contribution by gynecare intergel. Additional new information was received 05/08/2007 and is marked with the word "update" under section b.5.

Event description:
It was reported to lifecore by ethicon in 2003, that dr. Performed a laparoscopic supracervical hysterectomy on an otherwise healthy patient. At the end of the procedure, he instilled 300ml of gynecare intergel. The following evening, the patient developed some pain, abdominal distention and ileus. Her temperature was normal and her white count was not elevated. On dat 2 post-op, the patient was in severe pain and was re-admitted to the hospital. She remained afebrile with a normal white count. That evening, however, her temperature spiked to 103 degrees. An emergency laparotomy was performed which revealed diffuse infection. The organism cultured was e. Coli. There were no obvious bowel perforations. After the surgery, she started to improve but a few days later required a second re-operation to drain a subfascial abscess. Dr. Suggested that the gynecare intergel was a medium which allowed the infection to spread and the presence of the gynecare intergel inhibited the omentum from localizing the infection. He also suggested that this theory may not be pertinent to this case since no bowel injury was noted. Update: additional information provided to lifecore by ethicon in 2007, noted further details. It was reported that the patient underwent a diagnostic laparoscopy and supra cervical hysterectomy in 2003, due to large fibroids causing pain, urinary dribbling and bowel problems. The pt was readmitted to the hospital in 2004, for a post-operative ileus and underwent surgery one year before, due to fever and persistent flank pain. Frank purulence was noted, which grew e coli. The patient underwent subsequent surgery on in 2003, incise and drain an abscess on the left abdominal wall. She was discharged on thirteen days later, on IV antibiotics (via pic line). The following month, she was admitted to hospital for partial bowel obstruction and underwent surgery five days later, for lysis of adhesions. The patient reportedly continues to have diffuse, chronic abdominal pain and suffers from chronic weight loss and inability to gain weight.